Event description:
The account reported that the right head side rail will not latch up and it looks like it is hanging. The bed was located in ICU at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the right intermediate side rail is badly bent outwards and the outer cover is cracked. The most likely cause is the bed was raised and the side rail was in contact with an object. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the right intermediate side rail mounting bracket, cover and label to resolve the issue. Based on this info, no further action is required.